Event description:
Philips received a complaint on the patient information center ix indicating that there was a monitoring outage in the 4south and 5tower on (B)(6) 2025. A philips remote service engineer (rse) logged into system and found network switches to be offline; the rse provided the names of the switches as shown in configuration, and advised the customer biomedical engineer (biomed) there is likely a power issue, but they were unable to locate the closet with the equipment. A philips technical consultant (tc) is expected to go onsite for further investigation. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
A philips technical consultant (tc) went to the customer site. The tc confirmed the customer complaint that three different central stations were not receiving any tele data from tele boxes. The tc found a lot of outdated batteries in uninterruptible power supplies (ups) that could have lead to network switches losing power. When arriving onsite, the tc was able to get all three central stations reconnected to the network and then by manually rebooting, all access points (ap) in affected units, telemetry was working again. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.